Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). Analysis of the pump found a low battery reset with an undetermined cause. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen1500 micrograms/ml at 358,9 micrograms/day via an implantable pump by flex dose for an unknown indication for use. It was reported that there was a battery reset. It was reported that there was a pump stop with a critical alarm. The pump logs were reviewed and the issue was determined by the neurosurgeon to be caused by the battery issue and the logs noted that the pump was in safe state. On (B)(6) 2017 06:04 a low battery reset occurred and on (B)(6) 2017 06:04 the pump was in safe state. After reprogramming the pump it went into critical alarm again. It was noted that the pump was in the scope of fa760 and that was the suspected issue. There were no reported environmental/external/patient factors that may have led or contributed to the issue. It was reported that a replacement surgery was done in the afternoon of (B)(6) 2017. It was noted that at the time of this report the issue was resolved. The patient status at the time of this report was alive ¿ no injury. No patient symptoms were reported. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.